Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. No additional event or patient information is available. "Data has been received but not yet evaluated. A follow up report will be submitted upon completion"

Manufacturer narrative:
(B)(4).

Event description:
Data was provided. Review of the data log confirmed the report of an inaccuracy. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated the device was visually inspected and passed. Voltage testing was performed and the test failed due to no voltage. The log was downloaded and reviewed finding errors related to the complaint. The allegation was confirmed. The root cause could not be determined.